Manufacturer narrative:
Device was retained by the patient and is not available. Additional information has been requested. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
It was reported that the screw broke. Patient was revised.